Event description:
An event was reported for patient's impending revision. A prescription form was received stating, ¿diagnosis: infected total femoral prosthesis.¿

Manufacturer narrative:
Reported event: an event regarding infection involving a patient specific total femur was reported. The event was not confirmed. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: a review of the provided x-rays by clinical consultant indicated: "the implant in situ was for a total femoral replacement, which was inserted on the (B)(6) 2018. The surgeon reported an infection of the prosthesis. The x-ray provided show that there is no bone around the femoral prosthesis and imaging on the tibial bone is a little bit blur, which might be due to inflammation which could indicate that previous infection might have taken place. Therefore, the radiographic observation cannot fully confirm the clinical report." Product history review: review of the product history records indicate (B)(6) device was manufactured and accepted into final stock on 07dec2018 with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed from 19march2016 to present for similar reported events regarding infection of patient specific total femur. There have been no other events. Sterile lot: there have been no other events for the sterile lot referenced. Conclusions: an event regarding infection involving a patient specific total femur was reported. The surgeon reported that the patient had an infection caused by staph epidermis. The surgeon treated the patient with antibiotics and washout. On (B)(6) 2019 the patient's CPR values were normal. The exact cause of the event could not be determined further information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product nonconformity or unanticipated hazard. H3 other text: device not returned.

Manufacturer narrative:
This patient specific implant is similar to the mets modular total femur implant (k121055). An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not available.

Event description:
An event was reported for patient's impending revision. A prescription form was received stating 'diagnosis: infected thr and periprosthetic fracture".